Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of a heavily calcified unspecified vessel using the proglide device after an unspecified procedure. Reportedly, the suture did not "appear". A second proglide device was used to achieve hemostasis. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.